Manufacturer narrative:
No product was returned for eval. We are unable to determine if any malfunction, device defect or other product condition could have contributed to the pt's dka. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide advises that "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine check allow you to identify and treat high blood glucose before dka develops." To treat dka, it recommends, "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."

Event description:
The pt, who uses a continuous glucose monitor and a glucometer in addition to the blood glucose monitoring function of the omnipod system, reported his blood glucose began to rise the afternoon of (B)(6) 2010, reaching 303 mg/dl by 2:04pm, so he took a 2.20 unit correction dose of insulin, but his bg continued to rise. By 8:10 pm it measured "high" (>500 mg/dl) or 550 mg/dl on the glucometer and the pt felt ill and was vomiting and had diarrhea. He stated that he thought he had food poisoning. His blood glucose did not read below 500 mg/dl for the next 12 hours despite multiple insulin bolus doses. At 6:21 am on (B)(6) 2010 he went to the hosp. He was admitted with diabetic ketoacidosis and placed on an IV. He was in the ICU for two days and in the hosp for one add'l day before release.